Event description:
It was reported that the right ventricular (rv) implantable pacing lead was fractured. The lead was reprogrammed to unipolar configuration and worked adequately. There was some question as to the patient¿s need for the implantable pulse generator (ipg). When the ipg reached elective replacement indicator (eri) it was decided to replace the ipg and lead. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).